Event description:
Resident was sitting in a raised saf-lift, the base plate on the saf-lift fractured in all four corners and resident fell off the lift. Injured suffered a fractured hip, laceration to right leg and contusions.